Event description:
During priming of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that they experienced a back flow alarm on the centrifugal system. The perfusionist felt this was a "false" back flow alarm as he observed no prime fluid moving backwards through the perfusion circuit. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.